Event description:
Had two vein grafts anastomosed with aortic connectors. Seven months postopertively, cardic catheterization demonstrated two grafts were occluded and ptca was performed. The pt had a history of hypertension.